Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt reported that sometimes the luer lock would become loosened from the infusion adapter. Pt stated she does not always replace the infusion adapter with every 10th cartridge change. Pt reported she is aware to do this, but has not always practiced this process. Pt stated she has to screw both the adapter and the tubing on at the same time using both hands in order to get the luer lock to tighten. Reminded pt the importance of changing the adapter with every 10th cartridge change. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party address the issue. Sent adaptners; no product return was requested.